Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) had reoccurring autofill failure alarm issue. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit passed all functional and safety tests per manufacturer specifications.